Event description:
It was reported that the pulse generator could not be interrogated. Interrogation was attempted with two different programmers. Attempts to enter the engineering test page (etp) with both programmers resulted in a "please locate device" message. As the elective replacement indicator byte could not be read, and a download could not be performed, the device was replaced.

Manufacturer narrative:
Na